Event description:
It was reported that the patient passed out. Interrogation showed that the patient was in a ventricular fibrillation episode that was treated with anti-tachycardia pacing (atp). The atp slowed the rhythm to a rate lower than the detection zone and because the rate fell below the detection zone, the patient was not treated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.